Manufacturer narrative:
Concomitant medical products: 503458, lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized following "some sort of cardiac arrest". It was noted the implantable pulse generator (ipg) had reached end of life (eol) after twelve years so service and there was no telemetry available. The ipg remains in use. No further patient complications have been reported as a result of this event.